Event description:
Device tip broke. No injury to pt. Type of intervention: new device obtained. Dates of use: (B)(6) 2010. Diagnosis or reason for use: inguinal hernia. Event abated after use stopped or dose reduced: yes.